Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer was using lyumjev insulin with the pump. Tandem customer technical support informed customer that lyumjev insulin is off-label per the user guide. Ultimately, the occlusion was identified as caused by a blockage in the cartridge, and the customer changed their supplies and resumed insulin therapy.